Event description:
Related manufacturer report number: 2017865-2023-39131. It was reported that the patient presented for follow-up. A device interrogation revealed post -paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. Additionally, there was a history of high defibrillation impedance exhibited by the right ventricular lead. Programming interventions were made to address t wave over-sensing. The patient was stable.